Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported got a service error after 1.5 hours, which was reproduced during evaluation. A review of the event history log identified got a service error after 1.5 hours as system error 110 messages. The cause was determined to be the loose gears. The gears and bearings were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a service error. The problem was found during delivery in the obstetrics department. There was patient involvement, but there was no patient injury or medical intervention associated with the event. No additional information is available.